Manufacturer narrative:
H6: investigation summary: customer reported leaking at the end of the filter, and returned the affected sample. The sample was primed with a syringe full of blue dye fluid, and two leaks were found. The first leak is a small hole in the tubing immediately below the smart site. The second leak is the reported leak from the filter, caused by seeping through the air vent membrane. The potential root cause for the failure is occlusion in the filter. The occlusion caused a pressure build up which caused the air vent membrane to fail, and then the small hole to form below the luer. The filter is a supplier component and the supplier will be contacted about a further investigation of the root cause. The sample was sent to supplier, and they mistakenly did not investigate or report on the sample. Complaint is closed to the quality engineer's memo. A device history record review for model 10013902, lot number 20086308, was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without the supplier investigation.

Event description:
It was reported that the ext set .2 mf low sorb leaked when connected to the IV tubing and primed with saline. The following information was provided by the initial reporter: "nurse connected low sorbing extension set to IV tubing. Primed line with normal saline. Leaking noticed at end of filter after device primed before it was connected to patient."

Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage from the end of the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902 lot number 20086308 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set .2 mf low sorb leaked when connected to the IV tubing and primed with saline. The following information was provided by the initial reporter: "nurse connected low sorbing extension set to IV tubing. Primed line with normal saline. Leaking noticed at end of filter after device primed before it was connected to patient."